Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the coronary care unit (medication, dose, programmed amount and delivery rate unknown). The device was programmed to infuse 2.5ml/ hr from a 50ml intravenous (IV) bag at 4:00 p.m., at 7:30 it allegedly appeared to have 40cc left in the IV bag. It was reported that the patient should have received 2.5mlx 15m= 37cc with 15cc remaining in the IV bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under-infusion during flow rate testing with a -20.38% error. The pressure plate travel was measured and found all four pressure plates out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.